Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 100mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and alleged there was an underlying pump issue causing the occlusion alarms. The customer reported manual injections would be used for insulin therapy.